Event description:
Physician reported injecting a (B)(6) female pt in the malar and nasolabial fold areas with a total of 2.3cc of radiesse dermal filler on (B)(6) 2012. Two days post-injection, the pt called to report discoloration and hypersensitivity at the left side of the upper lip traveling up towards the nasolabial fold. The physician requested she take a photo and send it to him. The photo showed a triangular-shaped area with arterial insufficiency.

Manufacturer narrative:
Add'l expiration date: 09/2013. Add'l manufacture date: 09/2011. The physician treated the pt with topical nitro paste, warm compresses, arnica, and aspirin. The pt was also treated by a plastic surgeon who provided hyperbaric chamber treatments. The plastic surgeon has continued to treat the pt. The pt has retained legal consult and is no longer being seen by the injecting physician. Her recovery status is unk. A review of the device history records indicates the reported lots #1030316 and 1029389 met all specs prior to release.